Manufacturer narrative:
Discarded

Event description:
The user facility reported that the device burned the patient during a procedure. The procedure was completed successfully. No medical intervention was reported at the time of the event. However, at a later date, the patient received dressing for the wound from the patient's general practitioner.

Event description:
The user facility reported that the device burned the patient during a procedure. The procedure was completed successfully. No medical intervention was reported at the time of the event. However, at a later date, the patient received dressing for the wound from the patient's general practitioner.

Manufacturer narrative:
Correction: this correction is being filed to update outcomes attributed to the adverse event.